Event description:
Information received with return of the explanted device notes that post implant, there was no pacemaker activity and the patient's rhythm was 45 bpm. When attempts to program the device were made, no telemetry link could be established. During the surgical procedure to replace the device, it started to function. Since the device did not function for several hours, it was replaced.